Event description:
It was reported that the patient underwent a posterolateral lumbar spinal fusion procedure at l2-3 with a nuvasive cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
Additional information: pt identifier, describe event and or problem, relevant tests/lab data, other relevant data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: hardware exchange, lumbar spine, pedicle screws. Posterolateral fusion l2 to l3. Decompressive laminectomy l2 to l3 placement cage (nuvasive oblique cage 12mm thick), placement pedicel screws (expedia), fusion done with local iliac crest bone marrow aspirate left and rhbmp-2 pre-op and post-op diagnosis: junctional spinal stenosis l2 to l3 as perop notes: ".. A small batch of rhbmp-2/acs had been opened. A sponge had been filled with local bone and this was in turn placed in the anterior aspect of the l2 to l3 disc. The cage was then filled with local bone and was placed behind this.. Patient tolerated the procedure well.."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.